Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that difficulty in retracting the guide after puncture of the vein, impossibility of fitting it in place, obligation to remove the guide and the needle, guide twisted and rough on contact. Clinical consequences: hematoma at the puncture site.